Manufacturer narrative:
Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed "orange juice and tablespoon of sugar" to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's weight being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight to adjust insulin, customer acknowledged and understood.